Manufacturer narrative:
On (B)(6) 2019, mentor discovered that the initial report contained incorrect information regarding the analysis of the suspect medical device. The codes and summary statement have been corrected to reflect the analysis that was done. Mentor completed the investigation of the suspect medical device on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During evaluation of the device, it was observed to be ruptured. It was received incomplete. Microscopic examination was performed and evidence of instrument damage was not observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: rupture and capsular contracture baker grades 2 and 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 325cc mentor memorygel breast implant and experienced postoperative bilateral rupture and capsular contracture (baker grade 3 for right, baker grade 2 for left). The patient reported firmness and implants high on chest wall. A physical examination was performed and capsular contracture was confirmed in office. As a result, the patient underwent removal and replacement with allergan¿s devices on (B)(6) 2019. This medwatch report is for the right-sided implant.